Manufacturer narrative:
Maquet cardiopulmonary requested the product back for manufacturer investigation. The failure could be confirmed based on the laboratory investigation. (B)(4). DHR was reviewed. There were no references found which are indicating a nonconformance of the product in question. Getinge cp antalya has been initiated scar (B)(4) has been closed since supplier evaluated the issue and confirmed the failure. Cause of the failure according to the supplier is slip during visual inspection. As a corrective action, information about the complaint goes to the responsible department. Further actions will be taken in process of continuous improvement. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
Blood leaked into the waste liquid line during blood-based printing. Complaint no: (B)(4).